Event description:
It was reported that the left ventricular lead had exhibited a high capture threshold. The lead was capped and replaced with an epicardial variant. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.